Manufacturer narrative:
The customer¿s report that the spike broke off in the IV bag was confirmed by visual inspection of the customer-provided photo of the suspect set. The returned set was visually inspected for obvious damage such as incomplete bonding engagements, cracks, kinks, holes, and tears in the tubing and its components. Although the photo showed a break at the drip chamber spike, the type of breakage could not be determined due to the lack of resolution in the photo. No breakage, leaks, or anomalies were observed on the drip chamber spike or y-site ports (smartsites) of the returned set during visual inspection, functional testing, and pressure testing. The root cause of the customer¿s report was not identified.

Event description:
It was reported that the spike broke off in the IV bag. This was reported to have; "occurred in the midst of priming and preparing their lines, prior to connecting to a patient". It was further noticed that fluid was spilling out the side of the hub on the lower y-site port. There has been no patient involvement reported.

Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that the spike broke off in the IV bag. This was reported to have; "occurred in the midst of priming and preparing their lines, prior to connecting to a patient". It was further noticed that fluid was spilling out the side of the hub on the lower y-site port. There has been no patient involvement reported.